Event description:
As reported by the edwards clinical specialist, at the end of the index procedure during removal of the sheath, a spiral dissection was noted that extended from the aortic bifurcation to the common femoral artery. Summary of the case: the patient underwent a percutaneous transfemoral valve implant procedure via a right femoral artery (rfa) approach. The vessel diameter at the location of the dissection ranged from 7.36mm to 9.86mm, and per report, the vessel was mildly calcified and not tortuous. During insertion of the sheath the sheath "moved forward abruptly". As the delivery sheath was retracted at the end of the procedure, contrast extravasation was noted. Two stents were implanted in the abdominal aorta just above the bifurcation, and after contrast extravasation was still observed in the right iliac, two additional stents were implanted. The team believed that the patient had a spiral dissection. A vascular surgeon then sealed the dissection in the femoral artery and noted the patient was in stable condition at the end of the procedure.

Manufacturer narrative:
A device history review (DHR) for the sheath set was performed and all manufacturer's specifications were met prior to release for distribution. Per the device instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure and use of the transcatheter avr devices. There are several factors that can contribute to vascular complications, including patient anatomy, vessel characteristics, and procedural factors. The exact cause for the reported vascular complication in this case is not known; however, per report, the incident was not caused by a device malfunction. The minimum required diameter for a 22fr sheath is 7mm. Although the vessel diameter was appropriate, and there was only mild calcification (and no tortuosity) it was reported that during insertion of the sheath the sheath "moved forward abruptly", insinuating that there was some resistance encountered. Although the exact root cause for the dissection cannot be confirmed, there appears to have been procedural and/or patient related factors that contributed to the event. No additional actions are possible at this time.